Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and a curved opening on the posterior. Leak test and microscopic analysis was performed which identified: a crease sharp opening on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening on the posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.